Event description:
It was reported that the introducer needle was broken during insertion. An obvious crack was found at the tail end.

Manufacturer narrative:
Evaluation: one introducer needle was returned for evaluation. The hub of the needle was observed to be cracked at the 45 degree angle approximately 1cm from the distal end of the hub. A device history record review was not completed since the potential cause appears to be use/procedural related. The reported complaint of "needle hub broke during insertion" was verified through visual inspection of the returned sample. Management will continue monitoring similar reports for any trends which may occur.